Event description:
"Notified that a mobilelink cup implanted on (B)(6) 2025 by dr. (B)(6). Is getting revised because the cup "spun out" but the screws are still connected. Revision will be done on the evening of (B)(6) 2026." [Customer].